Manufacturer narrative:
Investigation finds the replacement cable was received on (B)(6) 2011. No further issues reported.

Event description:
A medtronic rep the stealthstation treon system was getting intermittent status and the psu was beeping. When he moved the camera cable, the status would be green and the system would stop beeping requested a replacement camera cable. There was no pt present.